Manufacturer narrative:
This report is submitted on september 11, 2018.

Event description:
Per the patient's surgeon, the patient experienced poor performance and subsequently the device was explanted on (B)(6) 2018. The patient was not reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on october 12, 2018. (B)(4).